Event description:
Smart capno found to break apart. On multiple occasion (at least three), physicians observed the thin ring with plastic clear flap get dislodged from the biteblock while inserting the endoscope for an upper endoscopy. No harm was done to any patient and all biteblocks were removed from the procedure rooms. The company was notified.